Event description:
During a ptca treatment procedure, the quantum maverick monorail 20/4.5 mm balloon ruptured at 14 atms on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The physician used a terumo introducer sheath for vascular access and a universal guidewire and a zuma guide catheter to cross the lesion. The quantum maverick monorail 20/4.5 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.